Manufacturer narrative:
Device evaluation: analysis of the returned device identified: fold creases, wear abrasion and a curved opening on the anterior side. A leak test and microscopic analysis were performed which identified: a void on the valve side, which is within specification per (B)(4) (texture side), and a sharp opening on the plug strap. The fill test inspection was performed and the result was no blockage. A dimension measurement in the shell was performed which identified that the thickness was within specification. Based on the device analysis the final assessment is: a sharp opening on the plug strap (bond edge) due to an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported a left side deflation. Device remains implanted.